Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient receiving intrathecal fentanyl 10.0 mcg/ml; 645.6 mcg/day and bupivacaine 140 mg/ml; 9.038 mg/day via an implanted pump. The pump's indication for use (IFU) was listed as spinal pain. The event date was (B)(6) 2013. The patient experienced a sudden change in therapy. The patient was getting burn blisters on her thigh and butt. It burned when the patient used the personal therapy manager (ptm). The patient experienced an increased burning sensation (B)(6) 2015. The patient reported this to her hcp but he was not helping her so she would like a new physician. The patient believed the catheter was out of place and the medication was administering under the skin somewhere and causing a burning sensation. The patient said the physician does not believe the catheter was dislodged. The cause of the event, interventions, troubleshooting/diagnostics,therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.